Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least nine applications were performed with a non-returned balloon catheter 2af284 with lot 7266 without any issues or system notices on the date of the event. A clinical issue (phrenic nerve palsy (pnp)) was encountered post procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient complained of difficulty breathing. A slight elevation of the left diaphragm was observed and phrenic nerve palsy (pnp) was suspected. The patient will continue to be monitored through outpatient visits. No further patient complications have been reported as a result of this event.